Event description:
A pharmacist reported to baxter (B)(4) of a 500ml eva bag in which "the bags presented leakage." The event occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. The customer reported a total of seven occurrences and this addresses one of the seven occurrences. The customer reported lot number of pe28n1 which does not exist. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample is not available for evaluation; however, a photograph of the sample is available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no valid lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). The physical sample was not received. Pictures of the bag were received for evaluation. On visual inspection, it was possible to see the leak in the connection sealing. The reported problem was confirmed. The cause was determined to be the sealing machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.